Event description:
While using the covidien ligasure 5mm-37cm blunt tip laparoscopic sealer/divider, the handle kept sticking. The procedure was completed using the device and the device otherwise functioned as intended.